Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and the diagnostic fault logs and found that a "low battery" alarm (audio and visual) occurred during use after the iabp was used on batteries for more than 2.5 hours. The iabp was then powered up at mains from a shutdown, and " power-up test fails code #13" was displayed. To resolve the issue, the fse replaced the power management board and performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp), "power-up test fails code #13" was displayed. Therapy was resumed with another cardiosave iabp. No adverse event was reported.